Event description:
The patient underwent a diagnostic procedure.the cardiologist attempted arteriotomy closure with a techstar xl 6f device. The posterior needle stalled inside the barrel and would not back down. The cardiologist decided to abort the procedure and pull out the device which resulted in an enlargement of the arteriotomy. The arteriotomy was closed using manual compression. The patient did fine and was discharged the following day. This is being reported because similar occurrences of device removal without attempt at back-down have led to reportable occurrences in the past.